Event description:
During placement of vac, the catheter pulled apart leaving approx. 9 cms in the infants umbilical artery. Retrieval was not possible; infant transferred. That facility reported pt's death through risk mgmt/quality office. External part of device sent to MFR.